Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including diabetes mellitus.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 3300tfx25mm valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of three (3) years and ten (10) months due to stenosis (preoperative echo showed mean gradient 43mmhg). The patient presented with fatigue and breathlessness with minimal exertion nyha iii. A 26mm transcatheter valve was implanted within the edwards surgical valve. The patient was discharged home on postoperative day two (2).